Manufacturer narrative:
The device was returned to olympus for inspection. Reasonably known information suggests probable causes such as damage of parts due to deterioration, leakage, some kind of physical stress, without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the cysto-nephro videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that chipped adhesive joint of the bending rubber was found. There was no patient involvement.